Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of a patient's remote transmission revealed the implantable cardiac monitor exhibited a diagnostics anomaly. The device exhibited an incorrect low battery longevity and was difficult to interrogate due to the device being subject to cold weather. No additional procedure or intervention was performed. The patient was stable in clinic. The patient will continue to be monitored.